Manufacturer narrative:
The product analysis indicates there was no fault found with the device. It was cleaned and tested to manufacturing specifications. The device was placed into burn-in for 4 hours in an attempt to duplicate the reported issue of working intermittently. The reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that preoperatively, the nim mainframe was working intermittently. There was no patient impact or injury.